Manufacturer narrative:
The device was evaluated by a stryker product assessment center technician, who verified the complaint. It was found that the white energy capacitor wire was disconnected from the j18 spade connector of the main printed circuit board. It was determined the cause of the issue was the disconnected wire. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't deliver defibrillation.